Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An underwater pressure test was performed with no issues noted. Under water pressure testing was also performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line protective cap of the homechoice cassette had a very ¿loose fitment¿. This was observed during set up of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.